Event description:
A hardware reset was observed after the patient was externally defibrillated due to a ventricular tachycardia (vt) episode. It was noted that the device did not sense the episode despite reprogramming. As a result, the device was explanted and replaced with a model v-193.